Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, an analysis of the submitted log files confirmed, the low flow alarms. However, a specific cause for these alarms could not be determined. The submitted system controller event log file contained data from (B)(6) 2021 at 23:51:31 through (B)(6) 2021 at 0:44:07, when the pump was powered down. This event was consistent with the report that the patient expired. It should be noted, that several of the low speed advisory alarms captured within the file were, due to the patient¿s set speed being set lower than the low speed limit. For the majority of the file, multiple low flow hazard alarms were captured. It was noted, that the pulsatility index (pi) values were observed to be elevated, during the alarms. The pump operated as intended throughout the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed. And showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06nov2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists pump thrombosis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Lastly, section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, section 5 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device had an abrupt loss in flow and in blood pressure. The intensive care unit (ICU) team intubated the patient and began cardiopulmonary resuscitation and advanced cardiac life support. The team was unable to obtain adequate blood pressure or flow on the heartmate device. The patient passed away after 45 minutes of code being called. The site had suspicion of clot development. The patient had an international normalized ratio of 1.7 and was on a heparin drip. The log file contained data beginning (B)(6) 2021 at 23:51 showing low flow events with flows at 2.3 lpm. The fixed speed was set lower than the low speed limit causing low speed advisory events. The fixed speed was adjusted to 5400 shortly after, but the device continued to record low flow events with flows right at the 2.5 lpm threshold. On (B)(6) 2021 at 23:56, the fixed speed was set below the low speed limit once again, causing low flow and low speed advisories until (B)(6) 2021 at 00:01. The same sequence occurred several times with the adjustment of the fixed speed with low flow and low speed advisories until it appeared the power was removed from the controller and the pump was turned off 00:44 on (B)(6) 2021.